Event description:
It was reported that during a fess, sinuplasty procedure the coblator ii surgery system was defaulting to an improper default setting when connected to an arthrowand. The physician was able to adjust the setting upon introducing the wand into the pt portal. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.